Manufacturer narrative:
During use of the mynxgrip vascular closure device, the device failed to deploy. There was no patient injury. The user shuttled down completely with no significant resistance nor unusual force applied. Attempts to gather further information were unsuccessful. The product was not returned for analysis. The product history record (phr) review does not suggest that the event experienced by the customer could be related to the manufacturing process. The event reported as ¿failure to deploy¿ was not confirmed since the device was not returned and a physical investigation could not be performed. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use of the mynxgrip vascular closure device, the device failure to deploy. There was no patient injury. The user shuttle down completely with no significant resistance nor unusual force applied.